Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Upon inspection, it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.

Event description:
It was reported that during the implant procedure, the helix was extended then retracted for repositioning. Following this, the helix would not extend again. The lead was not implanted. No patient complications have been reported as a result of this event.